Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report that a patient experienced a severe hyperglycemic event that occurred on or approximately, (B)(6) 2015. Patient's wife reported that patient was not wearing dexcom device due to not having any sensors at the time. Patient's wife stated that patient could not afford to reorder supplies. Patient's wife reported that towards the end of (B)(6), patient had a finger stick blood glucose (bg) reading of 500mg/dl. Patient's wife called paramedics. Patient was transported to the hospital. Patient and patient's wife do not recall if any treatment was administered at the hospital. Additionally, patient's wife reported that the patient suffers from dementia. Patient was released from the hospital early morning. At the time of contact, patient's wife reported current condition of patient as ok. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia.